Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the sheath could not be inserted. Another iab was used and inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely folded with traces of blood on the exterior of the catheter. The one-way valve was also returned. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. Additionally, a catheter tubing kink was observed near the y-fitting at approximately 71.1cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the returned condition of the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation cannot confirm the reported problem due to the returned condition of the iab. We were unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) hospital. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the sheath could not be inserted. Another iab was used and inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #: (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the sheath could not be inserted. Another iab was used and inserted successfully. There was no reported injury to the patient.